Event description:
It was reported that the shaft of the tip broke away from the mount of the tip. The tip did go into the femoral canal and was able to be retrieved. There were no adverse consequences and no medical intervention reported. A back-up device was retrieved without surgical delay. The procedure was successfully completed.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.